Event description:
It was reported that the customer's insulin pump alarmed and insulin squirted out. The blood glucose reading was 5.3mmol/l. Advised the caller that the insulin would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with missing end cap sticker.